Event description:
It was reported the patient had fallen twice and they perceived stimulation in areas they were not programmed for. They had stimulation in elbow, mid high back region, and right leg. It was also noted the fluid expelled from the incision site. It was noted the patient was reprogrammed and satisfied with the stimulation to their left leg but the following day after programming the patient noted the stimulation became painful. It was noted the patient was going to contact their physician. It was noted impedance testing and programming was done. Symptoms included burning sensation, drainage/incisional wound opening, fever and pain. Location of issues was noted at device pocket and unknown location. Follow up reported the patient had a plan to see their implanting physician on (B)(6) 2013 to determine the next step. It was noted the patient outcome was still pending. Further follow up reported the patient saw their implanting physician and was reprogrammed. The patient is receiving paresthesia to their areas of pain with no complications. It was noted the patient was doing well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).